Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer fridge door was dropping down again and was not allowing the door to latch properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which located one similar complaint(s) with the same failure mode for this serial number. Work order - (B)(4). A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator mechanical failed at the upper door hinge assembly. The field service engineer (fse) performed a visual inspection and identified the cableway at the upper refrigerator door hinge was slowly backing out. The door pin was repositioned to restore function. However, replacement of the pin/hinge is required for permanent repair. Helmer technical support will be contacted to order the necessary parts. Additional information will be documented once the received.